Manufacturer narrative:
(B)(4). Neither device nor applicable imaging studies were returned to the manufacturer for evaluation.

Event description:
It was reported that the patient underwent a procedure for implant of artificial disc at c5-c6. Approximately 15 months postoperatively, the patient reported experiencing intermittent neck and arm pain. Since the onset, the patient reported being diagnosed with brachial neuritis and being placed on prednisone, as well as having an emg. The physician recommended treatment options and the patient will follow-up with a shoulder surgeon. The investigator noted this adverse event was probably not related to the prosthesis as it was due to the left shoulder decompression. Approximately 43 months postoperatively, the patient reported the symptoms were getting worse and complained of 60% neck pain with 40% arm pain. The patient had a MRI with flexion and extension to rule out cord compression. The MRI showed left c5-c6 osteophyte formation. At the 60 months postoperative evaluation, the patient complained of 50% neck pain and 50% arm pain. The investigator noted this event was probably not related to the prosthesis as the pathology at adjacent segment. Approximately 82 months postoperatively, the patient reported neck ache. No treatment was provided. No treatment was provided. No diagnostic procedure was performed. The investigator noted the patient in general feel better and has less neck symptoms. Approximately 112 months postoperatively, the patient reported neck was doing reasonably well. The patient was very satisfied with neck and rated her pain as a 1 out of 10 overall. No treatment was provided. No treatment was provided. No diagnostic procedure was performed. The investigator noted this event was possibly related to the prosthesis as this is neck related. The outcome of this event is considered pending. Approximately 60 months postoperatively, the patient reported complete numbness for thirty to forty minutes in her right hand from the tip of the middle finger to the last joint. She also has numbness in the forearm from the elbow to the shoulder. Approximately 61 months postoperatively, the patient reported the symptom resolved. Approximately 86 months postoperatively, the patient reported by phone that symptoms happened off and on for a couple of weeks. Approximately 112 months postoperatively, the investigator noted symptom resolved at 61 months. No treatment was provided. No diagnostic procedure was performed. The investigator noted this event was possibly related to the prosthesis but not significant enough to be studied. The outcome of this event is considered to be a resolved.